Manufacturer narrative:
(B) (4). Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2009 due to an incident of hyperglycemia. The patient was experiencing high blood glucose and was brought to the hospital. Upon admit her blood glucose was >600 mg/dl. She was treated with fluids and IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.